Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a procedure the staff activated the coag function on the device and reported after releasing the coag activation button rf energy was still being delivered. The biomed department tested two other devices and the issue recurred. They also reported no rf energy was delivered to the device when the cut function was activated. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.